Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the personality module vision acquisition (pmva) due to an intermittent 307 error. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The pmva was returned for failure analysis, and the reported problem was not replicated. System logs revealed error 307 indicating the fault, confirming the failure occurred in the field. A visual inspection found no issues related to the reported issue. The pmva was installed onto the golden system where the component worked as expected. Then the golden system was set to run video test, 10 power cycles and sit idle for one hour. Once the testing was completed, the system error logs were inspected, but no error could be identified. The complaint was confirmed based on failure analysis. Failure analysis was able to conclude that no root cause could be attributed to the reported event. However, the root cause is likely due to an electrical component failure within the pmva.

Event description:
It was reported that the customer noted error 307 on the personality module vision acquisition. No known impact or patient consequence was reported.